Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka). Specific blood glucose levels were not provided. The patient's mother stated that they did not have their charger resulting in them seeking medical attention and being diagnosed with dka. Additional information regarding the hospitalization and treatment was requested, but unavailable. If additional information is received it will be submitted in a follow-up report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown; omnipod software app version: 1.1.6; smartphone operating system: 18.1; smartphone hardware: iphone14.2; cgm sensor type: unspecified.